Manufacturer narrative:
Submission date of this report: 06/01/98. H2. The legal department of the reporting facility called to state they will keep the pump in question and not return it, as they feel the event was cuased by an error on the part of the nurse.

Event description:
The patient was being fed using a pump. An unknown amount of an enteral feeding solution was hung, and the pump was set to deliver 40 ml/hr. 720 ml were delivered in 2.25 hours. The patient vomitted 45 minutes following the event. The patient aspirated and was sent to the local emergency room. The patient appeared stable, but had a fever. The patient expired in the hospital that evening. One patient involved.